Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction:strip issue.

Event description:
Customer's grandmother called about meter giving an lo result today at 5:30pm(fasting).customer states that he feels well and requires no medical attention. The customer's expected blood result is 60-140mg/dl fasting. Verified the strips expired 9/30/2018. Customer was unable to verify when the test strips were opened but states the strips are stored in the hallway closet. Reviewed meter memory: (B)(6). Memory concerns:with lo. Meter time and date is not set. He ran another test and got 61mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer's grandmother called about meter giving an lo result today at 5:30pm(fasting).customer states that he feels well and requires no medical attention. The customer's expected blood result is 60-140mg/dl fasting. Verified the strips expired 9/30/2018. Customer was unable to verify when the test strips were opened but states the strips are stored in the hallway closet. Reviewed meter memory: (B)(6). Memory concerns:with lo. Meter time and date is not set. He ran another test and got 61mg/dl.